Event description:
The complaint is reported as: patient was admitted after a car accident in a serious condition anesthetized and respirated, the catheter was inserted and guidewire was removed without difficulty. It was reported that the physician didn't feel any resistance and didn't notice that the length of wire that came out was shorter than the length of wire that was inserted. It was noticed on CT that a piece of the guidewire had broken off and was found in the inferior vena cava. The wire was removed without complications during a procedure in the angiography department. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo confirmed that the spring wire guide was damaged. The customer returned a portion of guide wire for evaluation. Visual examination revealed the core wire was separated adjacent to the proximal weld and not returned for evaluation. Likewise, the distal portion of the coil wire (including the distal weld) was also not returned. Microscopic examination confirmed that the core wire separated directly adjacent to the proximal weld. The coils contain numerous kinks, bends, and deformities. The customer returned approximately 250 mm of coil wire. The outer diameter of the coil wire (measured in an undamaged location) measured to be 0.850 mm which is within specifications of 0.838-0.877 mm per product drawing. Functional testing of the guide wire could not be performed due to the damage observed. A manual tug test confirmed the proximal weld was broken. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of an unraveled/separated guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained numerous kinks/bends and the distal portion of the coil wire was separated. Microscopic examination confirmed the core wire broke and separated adjacent to the proximal weld. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Additional information received regarding the event: "the wire was removed on the 10th day because they did not know it existed inside the patient's body, the procedure for removing the wire was performed as soon as the doctors learned (after 10 days from the moment the catheter was inserted). During the insertion, the wire was removed without difficulty. The doctor did not see that some of the wire remained in the patient's body." The actual sample was not returned; however the customer provided one photo for analysis. The photo confirmed that the spring wire guide (swg) was damaged. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a damaged swg was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: patient was admitted after a car accident in a serious condition anesthetized and respirated, the catheter was inserted and guidewire was removed without difficulty. It was reported that the physician didn't feel any resistance and didn't notice that the length of wire that came out was shorter than the length of wire that was inserted. It was noticed on CT that a piece of the guidewire had broken off and was found in the inferior vena cava. The wire was removed without complications during a procedure in the angiography department. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: patient was admitted after a car accident in a serious condition anesthetized and respirated, the catheter was inserted and guidewire was removed without difficulty. It was reported that the physician didn't feel any resistance and didn't notice that the length of wire that came out was shorter than the length of wire that was inserted. It was noticed on CT that a piece of the guidewire had broken off and was found in the inferior vena cava. The wire was removed without complications during a procedure in the angiography department. No patient injury reported.